Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may take place at a later. Reason for surgery is unknown.

Event description:
Additional information received indicates the ipg did not contribute to the event as the issue was resolved with the replacement of the lead. As such, the ipg is no longer deemed reportable.